Event description:
It was reported that the pt had his device removed due to end of service. Product was returned to the manufacturer and underwent analysis. Upon analysis, it was found that generator end of service was confirmed (as result of battery depletion). However, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction (-3.15 years remaining until eri= yes) confirm that the end of service condition was an expected event.